Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that there was a gain of greater than five minutes each month. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a time change during use, without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/22/2017 with the following findings: a review of the black box showed no activity related to the time loss/gain complaint. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no issues occurred. A time keeping accuracy test was performed and the pump kept time accurately. The time loss/gain complaint was unable to be duplicated.